Manufacturer narrative:
While it is unknown if the selectaplus h used in this case caused or contributed to the patient¿s symptoms, allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Please note that while the product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use.

Event description:
In this event, it was reported that a patient experienced an allergic reaction after use of a denture fashioned using selectaplus h; there is no indication that intervention was required to treat the symptoms. Allergy testing is planned; however, results are not known as of this report.